Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had a history of heart and organ failure. An xtw clip was successfully implanted. To further reduce mr, an xt clip was deployed. However, after deployment, a jet was observed coming through the anterior leaflet. An abbott pfo closure device was used to treat the jet. Mr was reduced to a grade of <1. There was no clinically significant delay in the procedure. The following morning, the mr remained at <1 and the patient was discharged. On an unknown date, the patient returned to the hospital due to shortness of breath. The physician determined it was due to heart and organ failure. On (B)(6) 2026, the patient passed away. The abbott devices remained stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.